Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device wavelet readings in the monitor zone appeared marginal like it was monitoring some of the times and not at others. The device remains in use. No patient complications have been reported as a result of this event.